Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the emergency room with the device in reset around (B)(6) 2019. A device restoration was performed. On (B)(6) 2019, the patient presented for a generator change-out as the device was on the advisory list. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The device was interrogated and found to be above eri. The device was also found to communicate appropriately with a merlin programmer. No anomalies were found.